Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-0222. The device has not previously sent into service for the reported condition of ?fc 808:02.? (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a pump failure as failure code 808:02. The root cause was determined to be a faulty pump head module. The baxter repair technician replaced the pump head module to resolve this issue. A follow up report will be submitted if additional information becomes available.